Manufacturer narrative:
The device was returned for evaluation. In addition, the customer had the device modified by a third party, but the modification is unknown. After evaluation, it was observed that the area where the top jaw broke off has beach marks indicating fatigue failure. This happens when an initiation crack forms under the surface or on tip of the surface where there is high stress concentration. As the device continues to be used and high force/stress is applied, the crack starts to expand resulting in a fracture as shown. When using a rongeur, it is essential that small bites are made when removing bone/cartilage. If the jaws are overloaded with bone/cartilage it puts a lot of stress on the part which starts or speeds up the fatigue process. The root cause is user error. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "we have received a complaint regarding instrument 53-4000. The clamp broke off inside the patient's intervertebral disc.".